Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
Information obtained by japan from literature reported that seven days following impella cp implant, the patient suffered a cardiac arrest due to a complete atrioventricular block. Hypoxemia and metabolic acidosis progressed gradually in response to the 25 minute long arrest. A transvenous pacemaker was placed temporarily and conduction was restored. The patient survived the intervention.

Manufacturer narrative:
The investigation for the reported arrhythmia has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of arrhythmia could not be determined as the device was not returned nor sufficient clinical details.